Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. A supply change was performed and the occlusions continued. The customer's blood glucose (bg) level was 386mg/dl. A correction bolus was delivered via the pump and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the cannula the customer performed a test bolus while disconnected and received an additional occlusion alarm. Reportedly, the customer keeps their pump in their pocket. After installing a new cartridge the customer successfully delivered a correction bolus without any additional occlusion alarms occurring.